Manufacturer narrative:
(B)(6). This report is for two unknown screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Part information for implanted screws was provided. It is unknown which two screws broke. Part 02.231.690 (5.0mm cannulated va locking screw/90mm), lot unknown, quantity 3. (B)(4). Part 02.231.685 (5.0mm cannulated va locking screw/85mm), lot unknown, quantity 1. (B)(4). Part 02.231.645 (5.0mm cannulated va locking screw/45mm), lot unknown, quantity 1. (B)(4). Part 02.231.640 (5.0mm cannulated va locking screw/40mm), lot unknown, quantity 1. (B)(4). Part 214.864 (4.5mm cortex screw self-tapping 64mm), lot unknown, quantity 1. (B)(4). Part 214.840 (4.5mm cortex screw self-tapping 40mm), lot unknown, quantity 2. (B)(4). Part 214.838 (4.5mm cortex screw self-tapping 38mm), lot unknown, quantity 1. (B)(4). Part 214.844 (4.5mm cortex screw self-tapping 44mm), lot unknown, quantity 1. (B)(4). (Therapy date): exact date unknown; reported as approximately 6 months prior to explant on (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery for removal of hardware of one (1) variable angle (va) condylar left 12-hole plate; six (6) cannulated 5.0mm cannulated va locking screws; and five (5) 4.5mm cortex screws self-taping on (B)(6) 2017 due to the patient having fallen and re-fracturing the left distal femur and breaking two screws. The original implant date was approximately six months ago (exact date unknown). All implants were explanted; the broken devices and their fragments were easily removed. The other implants were removed fully intact with no reported product problems. Incision and drainage (I&d) was performed as part of the surgical plan with no other implants placed, as precaution for a future open reduction internal fixation (orif). No clinical findings were confirmed. There was no surgical time delay and no other medical or surgical intervention. The patient status/outcome is unknown. Concomitant devices reported: 4.5mm va-lcp curved condylar plate/12 hole/266mm/left (part 02.124.413, lot 8693827, quantity 1); unknown screws (either 5.0mm cannulated variable angle locking screws or 4.5mm cortex screws self-taping, lots unknown, quantity 9). This is report 1 of 1 for (B)(4).